Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for battery depletion. The patient has expressed concerns with the device's longevity.